Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and perpetually booted up. Functional testing and global receiver communication tool test was unable to be performed due to the perpetual booting up. Data download and a manual test was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. Data log was downloaded directly from the ui pcba board and no errors were found. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.